Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia with ilet readings and confirmatory fingerstick values between 250¿270 mg/dl for about three hours after dinner, during the early learning period of ilet use, with no occlusion alerts and recent supply changes verified with primed drops observed. Symptoms included elevated blood glucose without acute complications. Outcomes included no medical intervention, no ketone testing, no use of backup therapy, and self-monitoring until glucose began to trend down with ilet-delivered corrections. Investigation included review of device data indicating active correction dosing and downward trend. Investigation of this case revealed glucose elevations consistent with the learning period of the adaptive algorithm, with no evidence of infusion set occlusion or device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear and possibly related to expected algorithm adaptation during early use.